Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2343 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("segments of both devices appear to cross the myometrium.") And pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 32 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: drug ineffective ("drug uneffective"). The patient had a medical history of back pain in 2015 and menorrhagia and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,dilation and curretage). At the time of the report, the outcome of fallopian tube perforation was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered fallopian tube perforation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.875 kg/sqm. [Pathology test] on (B)(6) 2020: diagnosis uterus and fallopian tubes, robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy: benign weakly proliferative endometrium with stromal decidualization suggestive of exogenous hormone effect: - adenomyosis. - mild chronic cervicitis. - intact essure coils and unremarkable fallopian tubes pre and post-operative diagnosis: menorrhagia. Coiled wires are identified within both cornu. [Ultrasound scan] on (B)(6) 2019: the right or left essure is visualized and appears to be in place, both ovaries are identified; on (B)(6) 2020: patient reports increasing left adnexal pain. Bilateral essure inserts are identified and appear malpositioned, as the following is noted in 2d and 3d coronal views of the uterus: the proximal segments of both devices appear to cross the myometrium. The distal segments of both devices are not visualized in the right and left cornua, the left coil appears to invade the endometrial cavity laterally and appears located adjacent to the gest sac, the right coil appears lodged at the lateral myometrial and endometrial border. Note: the pt experienced significant pelvic pain while scanning endovaginally, especially toward the left adnexa. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation,pregnancy with contraceptive device,drug ineffective. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2343 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("segments of both devices appear to cross the myometrium.") And pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 32 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: drug ineffective ("drug uneffective"). The patient had a medical history of back pain in 2015 and menorrhagia and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, dilation and curretage ). At the time of the report, the outcome of fallopian tube perforation was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered fallopian tube perforation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.875 kg/sqm. [Pathology test] on (B)(6) 2020: diagnosis: uterus and fallopian tubes, robotic assisted total laparoscopic hysterectomy with bilateral. Salpingectomy: benign weakly proliferative endometrium with stromal decidualization. Suggestive of exogenous hormone effect: adenomyosis; mild chronic cervicitis; intact essure coils and unremarkable fallopian tubes. Pre and post-operative diagnosis: menorrhagia coiled wires are identified within both cornu. [Ultrasound scan] on (B)(6) 2019: the right or left essure is visualized and appears to be in place, both ovaries are identified; on (B)(6) 2020: patient reports increasing left adnexal pain. Bilateral essure inserts are identified and appear malpositioned, as the following is noted in 2d and 3d coronal views of the uterus: the proximal segments of both devices appear to cross the myometrium. The distal segments of both devices are not visualized in the right and left cornua, the left coil appears to invade the endometrial cavity laterally and appears located adjacent to the gest sac, the right coil appears lodged at the lateral myometrial and endometrial border. Note: the pt experienced significant pelvic pain while scanning endovaginally, especially toward the left adnexa. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation,pregnancy with contraceptive device,drug ineffective. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical device removal was updated to fallopian tube perforation and pregnancy with contraceptive device, drug uneffective. Reporters, patient information, medical history, lab data, indication addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.